Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 77 mm abdominal aortic aneurysm. It was reported that approximately 37 months post index procedure, aneurysm enlargement and a possible type 1a/ type 2 endoleak was noted by CT. It was stated that during the index procedure, proximal aspect or the graft was deployed low, as per the original case plan. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored

Manufacturer narrative:
Additional information received: intervention was performed one month post follow up CT where the physician traversed through the sma into the ima and coiled the ima. An aortic cuff was implanted as a prophylactic treatment and the endoleak was confirmed as resolved.. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the reported endoleak could be confirmed on the films provided. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen. It is most likely that the observed endoleak was a proximal type ia endoleak or type ii endoleak from patent collateral vessels in the area. It is possible that the severe angulation observed in the flow divider may have led to turbulent flow and in addition to the calcification at the distal aortic neck may have been a contributory factor in the proximal endoleak observed. Analysis of the returned CT did not reveal any out of specification stent graft integrity issues. If information is provided in the future, a supplemental report will be issued.